Event description:
Neonate required intubation with a 2.5mm portex tracheal tube. Nurse attempted to suction using a kimberly-clark ballard tracheal care suction system # 196. She was unable to get the catheter to advance through the endotracheal tube. Could not determine reason for malfunction and reintubation was required.